Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A 2-year henderson classification failure report indicates that patient was revised. As noted: "spontaneous dislocation." A stanmore femoral head and stryker constrained insert were revised.